Manufacturer narrative:
Concomitant medical product: 5076-45 lead implanted on (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were episodes of noise recorded on the implantable cardioverter defibrillator (ICD) which appears to be from an outside source. The noise events did cause pacing to be inhibited. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no intervention was done as the patient found a non-grounded area in their home, in the bathroom, that was causing the noise on both channels.